Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer's blood glucose was 473 mg/dl. The customer has treated their blood glucose with a manual injection. The customer also stated the no delivery alarm was resolved by a complete set change. The customer declined to return their products for analysis. Customer also reported their batteries were lasting for one week on their insulin pump. The customer's insulin pump will be replaced. No additional information provided.